Event description:
The outer tubing had separated from the luer lock and the inner tubing was still attached. He noticed insulin leaking inside his pants pocket during a bolus. Patient changed his infusion set and did not experience any blood glucose issues.